Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with needle retraction slow with lot # 4222174 regarding item 382534. The DHR for lot 4222174 was reviewed. Subassembly lot 4222174 material 700pros34 was built and package on afa line 11 from 13aug2024 through 18aug2024 for a total quantity of (B)(4) no related quality issues or process deviations were found. A review of the applicable fmea/eura (peura rm5835, rev27) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc needle is slow to retract. The following information was provided by the initial reporter: needle retracted very slowly on two 20g x 1.16 (lot #s 4222174 and 4219468). 2 oct 2024 no adverse events & no product/picture captured.